Event description:
Edwards received information that a 23 mm bioprosthetic aortic valve was implanted for six (6) years, seven (7) months, exhibited central ai and pvl. Patient received implant of two amplatz devices and a valve in valve intervention was performed and sapient xt was implanted successfully; there were no reported patient complications due to intervention.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.